Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician noticed that the patient's right ventricular (rv) lead helix slightly protruded out past the lead. The physician noted that this causes problem during implant because the helix can get caught on tissue. The lead did not get caught on tissue in this case, however, the physician wanted to report the problem. The lead is still in use. No patient complications have been reported as a result of this event.